Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the buttons stopped working on the insulin pump. The customer had received a low battery alert and changed the battery. The customer was also going to refill the insulin when the buttons stopped working. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump had no button response due to corroded keypad traces. Unable to verify the low battery alarm due to the button/keypad anomaly. The pump was received with a cracked case at the display window corner, a cracked belt clip slot, and minor scratches on the display window.